Event description:
On (B)(6) 2012, the patient was implanted with two gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the patient was lost to follow up and her primary care physician performed a computed tomography (CT) on an unknown date. The CT revealed the gore® excluder® rmt311417/10044545 had migrated 3cm distal and was inside the middle of the aneurysm sac. The physician reported the aortic neck had dilated to approximately 32/33mm. The aneurysm sac on (B)(6) 2012, measured 7.5cm and currently measures 6.2cm. The aneurysm sac has not enlarged, is thombosed, and there is no endoleak present. The physician reintervened on (B)(6) 2014 and resolved the migration. The patient tolerated the procedure.

Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) states: patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion.patient medications: clonidine, atorvastatin, gemfibrozil, atenolol, levothyroxine, metformin, lisinopril, escitalopram, and tramadol.the review of the manufacturing paperwork verified that this lot met all pre-release specifications.